Event description:
It was reported that the core micro drill heated up during a case. There was no patient or user injury reported and no adverse consequences alleged with this event. Upon evaluation at the manufacturer the device displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. There was no patient involvement and no adverse consequences to the user alleged with this event.

Manufacturer narrative:
Upon disassembly for visual inspection corrosion was found on the rotor, motor and sockets. The rotor was stuck in the motor and the tps flex assembly was damaged.